Event description:
It was reported that the pump battery was depleting too fast, which led to a pump shutdown. This caused the customer¿s blood glucose level to exceed 500 mg/dl, displaying as "high." The customer managed the high blood glucose by administering a correction bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.